Event description:
On (B)(6) 2012, a 21mm trifecta valve was implanted in an (B)(6) year old female who had a history of paroxysmal atrial fibrillation, myocarditis, obesity, chronic renal insufficiency and severe aortic insufficiency. On (B)(6) 2018, the patient presented and was diagnosed with severe aortic insufficiency with prolapse of the cusp. On 21 (B)(6) 2018, the valve was explanted and a edwards perimount 23mm valve was implanted along with a pericardial patch extension of the annulus. Upon explant, dehiscence was noted in the right coronary cusp. Abbott was made aware of the event by (B)(6) additional information to address additional information from the user.

Manufacturer narrative:
Aortic insufficiency with leaflet prolapse and leaflet dehiscence was reported. All three leaflets contained tears. There was fibrous pannus ingrowth on the inflow surface of leaflet 2. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The root cause of the pannus ingrowth and leaflet tears could not be conclusively determined; the noted pannus ingrowth had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The valve had been implanted for 6 years in an 83 year old patient with a history of paroxysmal atrial fibrillation, myocarditis, obesity, chronic renal insufficiency and seve.